Event description:
It was reported that during a da vinci-assisted surgical procedure, the ethicon generator had an alarm message indicating to replace the harmonic ace instrument. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.25¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210503-0152) was last used on 11-oct-2021 during a procedure with system sk3989. The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.